Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis the programmer head failed uplink tests and therefore the cable was replaced. Continuation of d11: product ID 229047 software analyzer. (B)(4).